Event description:
Per independent repair center statement, the irc10lxo2 concentrator has no alarm. The key failure was a defective on/off switch. Additional malfunctions were missing humidifier and intake valve parts.